Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a clearsign ii amplifier presented an issue. There was a lot of noise on the egm signals. Troubleshooting was attempted to solve the issue like replacing the catheter, the connection cable, the junction box, however, the issue persisted. The procedure had to be cancelled due to this event. It is unknown if the patient was present and sedated by the time the issue occurred. It is unknown if the device will be returned for laboratory analysis. It was further confirmed that the patient was sedated when the procedure was cancelled. A non-boston scientific catheter was used with the labsystem pro clearsign ii amplifier.